Event description:
It was reported from ous that during an orthopedic surgical procedure the universal tripan handle being used for reaming and drilling a central cage on the baseplate developed a fault. The retractable metal sleeve at the distal end somehow came loose from its fixed position (it remained on the main shaft but dissociated from the spring/ball bearing mechanism that holds it in place) and as such would not hold the reamers in position. The surgical team had to open a reverse tray to use another instrument. It was stated that "no pieces/fragments were left in the patient". There was no detriment to patient or flow of surgery. Email request were made for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was returned. The reported malfunction was confirmed during analysis of the device. The retaining ring that is meant to hold the sleeve-spring mechanism, appears to have dislodged causing the device to disassemble. All other aspects of the device appear unremarkable and consistent with normal use. The device was manufactured in 2014. The device history record was reviewed, and all parts were accepted with conformance to the device specifications. The design of the tri-drive modular handle been in the field since 2009. 38 similar complaint reports involving 54 devices since its introduction. Because this device is used in both anatomic and reverse total shoulder surgeries, the sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low". 2 other complaints involving parts from this manufacturing lot containing 30 units, which has been in the field since 2014. The cause of the failure cannot be conclusively determined; however, it is most likely is related to the user holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. It was reported that "no pieces/fragments were left in the patient." An investigation was conducted; the cause of the failure cannot be conclusively determined; however, it is most likely is related to the user holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble.